Event description:
It was reported that on thursday, (B)(6) 2026, the PICC placement team in the oncology department performed a PICC placement on a patient from our department. During the procedure, a rough spot was discovered at the tip of the sheath. The clinician used a scalpel to dilate the skin and attempted to insert the sheath. However, the rough spot became more severe at the point of insertion. After multiple attempts, insertion remained impossible, resulting in a failed placement. The client subsequently opened a new catheter kit and completed the placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.